Event description:
Dual head contrast injector used in a CT setting. Channel a syringe holder, launched syringe access room when activated. This is the second event that this unit malfunctioned within a six month time frame.